Event description:
Patient presented to the physician with drainage from the chest and neck incision sites. Physician prescribed oral antibiotics. Patient presented back to the physician with an infection. Physician brought the patient into the or and removed the entire inspire system.